Event description:
It was reported to medtronic minimed that the customer experienced possible over delivery anomaly. The customer reported hypoglycemia of blood glucose value of 21 mg/dl. The customer reported hypoglycemia, shaking/tremors, loss of consciousness treated with ems/ambulance/ER visit. The event involved product(s) mmt-1884l, mmt-397a, mmt-342, mmt-7040a. Trouble shooting was performed and customer was using the insulin pump system within 48 hours of the reported event. Customer was using the auto mode/smart guard feature at the time of the event. Customer does believe the pump was over delivering. No further patient complications were reported. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for mmt-397a. No product return is required for mmt-342. No product return is required for mmt-7040a.

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The pump was received with the original battery cap. No cracked/damaged battery cap or battery cap contact missing/damaged noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for low blood glucose. Customer alleged for battery cap contact missing/damaged was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.